Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient was symptomatic with shaking all over when presented to the emergency room. A transmission showed loss of capture and high thresholds on the right atrial (ra) lead. It was determined that the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.